Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when loading the cartridge into the pump with insulin. There was no reported impact to customer's blood glucose level. Reportedly, the customer was able to successfully load the cartridge onto the pump.